Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument to perform failure analysis. The instrument was placed and driven on an in-house system. There were no defective cables. The instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The blades opened and closed properly several times. The instrument was fully functional. The complaint regarding defective cable was not confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.